Event description:
The reporter indicated that a 12.6mm vicm5_12.6 -9.50 diopter implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2022 the lens was explanted due to uveitis( pred forte. Prescribed). It was reported that the problem resolved.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).